Manufacturer narrative:
The field service engineer determined there was a clogged vacuum valve. The vacuum valves were flushed and the vacuum diaphragms were replaced. All mechanical and operational checks passed successfully. Controls were tested and passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory. The sample was repeated on a second c 501 analyzer and these results were acceptable. The reporter stated that a squeegee on the analyzer was not cleaning cells properly. The sample initially resulted with an na value of 127 mmol/l accompanied by a data flag, which repeated as 135 mmol/l. The sample initially resulted with a k value of 3.83 mmol/l, which repeated as 4.33 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.